Event description:
It was reported to philips that the flexvision pc did not boot up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the flexvision pc did not boot up. Upon functional testing, the fse found drive bay had no power and could not be reset and software was corrupted. The fse confirmed that the flexvision pc was defective and needed a replacement. The cause of the flexvision pc failure could not be conclusively determined by the supplier's part analysis however, the replacement of the flexvision pc and hard drive by the fse resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.